Manufacturer narrative:
Reference: voluntary medwatch report # mw5152746.

Event description:
Voluntary medwatch received states that the patient presented with an alert for an unspecified impedance problem exhibited by the lead. No further information was available.